Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 310mg/dl on his meter and 100mg/dl on the professional meter. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.